Event description:
It was reported by svc report that the footboard lockout led lights do not work and the ground prong was missing on the power inlet module. The customer reported that they did not know if there was pt involvement; however, no adverse consequences were reported.